Manufacturer narrative:
An investigation was carried out into this complaint. Arjohuntleigh received a customer complaint where it was reported that the patient fell from the sling during transfer using maxi move lift. It was indicated that the sling did not have stays inserted in the pockets at the head area. When reviewing similar reportable events, we have found a number of cases with similar fault description (slid out of sling). The trend observed for reportable complaints with this failure mode is currently considered to be relatively low and stable. It has been established that the lift device (maxi move) and the sling system was being used for patient handling at the time of the event. No malfunctions regarding the lift were found that could have caused or contributed to the event. It was indicated that the sling involved did not have stays inserted in the pockets at the head area. Therefore, the lift and the sling which work together as a system were found to have not been to specification from a functional perspective when the event took place. From our product knowledge in part gained from review of previous complaints as well as from simulation performed, there is no possibility to slide out of the sling during the on label use. There are few elements which could contribute to a person sliding out from the sling, as following: 1. A sling being used that is of a very inappropriate size (several sizes off). 2. An obvious wrong application of the sling (e.g.: sling used upside down, wrong type of the sling used, wrong position of the resident/patient arms). 3. A sling clip detaching or not being attached to the lift device before starting the transfer. 4. A sling being used with no plastic support stays/stiffeners inside the head section of the sling, and the person being positioned into the most horizontal position. This situation would likely be aggravated and a slide out from the top of the sling facilitated, if the person was repositioned to the horizontal more quickly than normal, or at an incline bigger than normal. Following the information received and documented in the complaint file, the sling involved in the event did not have stays inserted in the pockets at the head area: "facility rep believes that the staff are not re installing the stiffeners after the slings are being taken out of the laundry". Therefore, it appears likely that scenario 4 described above is most related to the patient's fall. However, due to very limited information received the other scenarios cannot be ruled out. Please note that lack of plastic support stays/stiffeners inside the sling could contribute to a person fall only when the person is in the most horizontal/back leaning position possible with the lift and must be moving / being agitated. Then quick movement could result that the person drop out, head first. The person would be likely to fall on their head and neck or shoulders. This correspond with the event description however cannot be treated as certainty. The maxi move instruction for use (IFU) contains crucial information: "warning: arjo slings with head support have two pockets located at the head section. These should contain plastic reinforcement inserts during use. Always ensure that these reinforcement inserts have been placed inside the sling pockets before using the sling." "Maxi move shall always be handled by a trained caregiver and in accordance with the instructions outlined in these operating and product care instructions." From this evaluation, it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. We find the cause to be related with lack or insufficient training.

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab(under registration #9611530). As of 2014 that number was de activated due to the site no longer shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. This appears to be a "malfunction" type of event (h1) not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Additional information will be provided following the conclusion of the investigation

Event description:
On (B)(6) 2016 arjohuntleigh received a customer complaint where it was indicated that during the patient's transfer using maxi move 2 lift and the sling the patient fell. It was indicated that the sling did not have stays inserted in the pockets at the head area. No issues were found regarding the lift involved. No injuries were reported.